Event description:
It was reported during a clinical study that a patient underwent a closed reduction approximately five weeks post implantation after experiencing a fall for unknown reasons. The patient also developed nerve palsy to their thigh following the dislocation which resolved on its own without treatment. All the initial components remain implanted and the patient was satisfied and doing well with their hip replacement at all ongoing follow-up visits throughout the study. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 00801804002 / femoral head sterile product do not resterilize 12/14 taper / lot #: 62256066. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: at an unknown time after implantation, the patient fell due to unknown reasons and experienced a dislocation that was corrected with a closed reduction approximately five weeks post implantation. The patient experienced nerve palsy after that resolved approximately three months later. No significant findings were reported after this event. The complaint was confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. It was reported the patient fell, however the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.